Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/26/2015 with the following findings: during the investigation, there was corrosion observed inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The battery compartment was observed to be cracked below the bumper pad. The pump was opened and there was no further evidence of moisture damage found. Unrelated to the original complaint, it was noted that when the pump was powered on, the display appeared to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.